Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device had no distal tip closure. The specimen side clip fell off when manipulating the side tissue as well. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.